Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit had a minor scratched liquid crystal display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.